Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting accelerate rates of battery usage. Rate of remaining battery dropped 31 percent, within a three month duration. Data was submitted for a technical services and engineering confirmation of the observed clinical anomaly. Engineering analysis confirmed the accelerate rate occurrence and provided an acceptable replacement timeline. No resulting adverse patient effects have been reported and it was later confirmed the unit was explanted and expected to be returned for analysis. Replacement was reported with another subcutaneous device system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device was exhibiting accelerate rates of battery usage. Rate of remaining battery dropped 31 percent, within a three month duration. Data was submitted for a technical services and engineering confirmation of the observed clinical anomaly. Engineering analysis confirmed the accelerate rate occurrence and provided an acceptable replacement timeline. No resulting adverse patient effects have been reported and it was later confirmed the unit was explanted and later returned for analysis. Replacement was reported with another subcutaneous device system and no resulting adverse patient effects.